Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 183 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer reported that insulin was dripping out during the manual priming process. Troubleshooting was done. The customer reported dropping the insulin pump multiple times in the past. The customer also reported that the drive support cap of the insulin pump was sticking out. The customer reported that he is unable to prime the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.